Event description:
The following event was reported to implantcast gmbh: "broken/ torn". It is known that the issue occurred intraoperatively, and that the surgery could be completed successfully/ that there was no health effect on the patient. However, it is not known how exactly the surgery was finished (e.g., if a second trial cup with the same size was available or another size was used instead). Nonetheless, due to this issue there was a risk that may have resulted in an inadequate preparation of the bone (e.g., if a larger size had to be used instead).

Manufacturer narrative:
According to the description of the event, an ecofit® trial cup broke during use. The product in question was not subjected to an optical examination. However, a picture of the trial cup was provided, which displayed the present error pattern. It can be seen that the inner part of the trial cup broke off from the outer ring. The lot number is visible on the picture, however due to the poor quality it cannot be determined without a doubt. It is known that the issue occurred during use/ intraoperatively. However, this event had no health effect on the patient. It is not known how exactly the surgery was finished (e.g., if a second trial cup with the same size was available or another size was used instead). Nonetheless, due to this issue there was a risk that may resulted in an inadequate preparation of the bone (e.g., if a larger size had to be used instead). The manufacturing documents and the material certificates of the trial cup could not be checked as no lot number is available. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing process of the product could be determined. It can only be assumed that the malfunction of the product can be regarded as a random failure of a component with regards to the trial cup. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Manufacturer narrative:
According to the description of the event, an ecofit® trial cup broke during use. The product in question was provided for an optical examination. The inner part broke off from the outer ring. The fracture surfaces are all very even. It is known that the issue occurred during use/ intraoperatively. However, this event had no health effect on the patient. It is not known how exactly the surgery was finished (e.g., if a second trial cup with the same size was available or another size was used instead). The manufacturing documents and the material certificates of the trial cup were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing process of the product could be determined. It can only be assumed that the malfunction of the product can be regarded as a random failure of a component with regards to the trial cup. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The trial cup was manufactured in july 2018 and was therefore in use for over 6 years. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn". Note: it is known that the issue occurred intraoperatively, and that the surgery could be completed successfully/ that there was no health effect on the patient. However, it is not known how exactly the surgery was finished (e.g., if a second trial cup with the same size was available or another size was used instead). Follow-up: implantcast gmbh was provided with the affected product on 02/11/2025.